Manufacturer narrative:
The sc1 cap locks properly into the reservoir compartment. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or x anomaly, bolus anomaly or basal anomaly noted on download history file. Successfully downloaded history files and traces using thumps. The following were noted during visual inspection, cracked case at battery tube side. In summary, customer alleged no delivery/occlusion alarm during was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-378a, mmt-332a. Troubleshooting was performed. The customer reported recurring insulin flow blocked alarm. No harm requiring medical intervention was reported. Insulin exits tubing with plunger push. Alarm occurred during priming. Customer unable to run fill tubing at least 5u. Mmt-1884 was requested and customer response was the device will be returned. Mmt-378a was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned.